Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set cannula was bent. Within 3 hours of insertion customer noticed symptoms. Event occured on 27 mar 2024. Customer replaced infusion set and resumed insulin deliveries successfully. Customer blood glucose at time of issue was noted as 300 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.